Manufacturer narrative:
(B)(4). (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On (B)(6) 2022, the pediatric patient experienced a skin reaction with abscess with pus, itching, redness, inflammation and drainage underneath sensor pod area. The abscess was localized at the insertion site. The patient´s mother consulted a doctor and an unspecified oral antibiotic was prescribed. The abscess was disinfected with biseptine and the pus was drained. No additional patient or event information is available.